Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation") and autoimmune disorder ("auto-immune symptoms") in an adult female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida and parity 4 (date of births: (B)(6)1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006). Concomitant products included contraceptives for topical use in (B)(6) 2008. On an unknown date approximately in (B)(6) 2008 to (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with back pain, abdominal pain, abdominal pain lower and pelvic pain, autoimmune disorder (seriousness criterion medically significant), feeling abnormal ("brain fog"), fatigue ("fatigue"), mood swings ("mood swings"), palpitations ("heart palpitations"), night sweats ("night sweats"), abdominal distension ("bloating"), libido decreased ("low sex desire"), arthralgia ("joint pain"), abdominal pain upper ("stomach pain (cramps)"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck") with rash, urticaria and skin disorder and depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions"). The patient was treated with dozol (tylenol [diphenhydramine hydrochloride,paracetamol]), ibuprofen, hydrocodone, cyanocobalamin-tannin complex (b12) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, allergy to metals and depression had not resolved. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats and palpitations to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Diagnostic results: essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: (B)(6). Approximate weight at the time of essure placement: (B)(6). Most recent follow-up information incorporated above includes: on (B)(6) 2017: plaintiff fact sheet received. Reporter information updated. Patient demographic information, relevant history and lab data added. Essure lot number 628432, indication, stop date (B)(6) 2015 added and essure start date was reported as approximately in (B)(6) 2008 to (B)(6) 2009. Event severe and permanent injuries was replaced with events left tube perforation with symptoms of back pain, abdominal pain, abdominal pain lower, pelvic pain, also events brain fog, fatigue, mood swings, heart palpitations, night sweats, bloating, low sex desire, joint pain, stomach pain (cramps), depression/ caused /aggravated any psychiatric and/or psychological conditions, auto-immune symptoms, allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck with symptoms of rash, hives and random breakout on body. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation / malposition of device") and autoimmune disorder ("auto-immune symptoms") in a 40-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left side implantation was a little more difficult.". The patient's medical history included multi gravida, parity 4 (date of births: (B)(6) 1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006), contraception (condoms: (B)(6) 2008 to (B)(6) 2009) from 2008 to 2009, appendicitis, night sweats, localised tingling, foreign body in uterus, any part, fatigue, stomach cramps, bleeding menstrual heavy, menses irregular and depressed mood. *essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: 180 lbs. Approximate weight at the time of essure placement: 130 (units unspecified). Concurrent conditions included allergic reaction to analgesics, enlarged thyroid, anxiety and menses irregular. Concomitant products included lorazepam (ativan) for anxiety, escitalopram oxalate (lexapro) for depression as well as aluminium chloride (drysol) and contraceptives for topical use from (B)(6) 2008 to (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), back pain ("back pain (sharp, persistent and severe)"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), libido decreased ("low sex desire") and arthralgia ("joint pain"). In 2010, the patient experienced palpitations ("heart palpitations") and night sweats ("night sweats"). In 2012, the patient experienced the first episode of rash ("rashes on stomach/ rashes on chest/ rashes around ears/ rashes on neck/ rashes"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("stomach pain (cramps)"), abdominal pain lower ("left side of lower abdomen pain"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck"), urticaria ("hives"), the second episode of rash ("random breakout on my body"), depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions") and pelvic pain ("pelvic pain"). The patient was treated with cyanocobalamin-tannin complex (b12), dozol (tylenol [diphenhydramine hydrochloride,paracetamol]), hydrocodone, ibuprofen and surgery (bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, back pain, abdominal pain, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, abdominal pain lower, allergy to metals, depression and pelvic pain had not resolved and the urticaria and the last episode of rash had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats, palpitations, pelvic pain, urticaria, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Reported as random red breakouts on body. Essure placement procedure: between approximately (B)(6) 2008 and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-feb-2019: pfs received: event rash and hives outcome updated. Concomitant drugs, lab data were added. Event left side implantation was a little more difficult added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation / malposition of device") and autoimmune disorder ("auto-immune symptoms") in a 40-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left side implantation was a little more difficult.". The patient's medical history included multi gravida, parity 4 (date of births: (B)(6) 1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006), contraception (condoms: (B)(6) 2008 to (B)(6) 2009) from 2008 to 2009, appendicitis, night sweats, localised tingling, foreign body in uterus, any part, fatigue, stomach cramps, bleeding menstrual heavy, menses irregular and depressed mood. *essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: 180 lbs. Approximate weight at the time of essure placement: 130 (units unspecified). Concurrent conditions included allergic reaction to analgesics, enlarged thyroid, anxiety and menses irregular. Concomitant products included lorazepam (ativan) for anxiety, escitalopram oxalate (lexapro) for depression as well as aluminium chloride (drysol) and contraceptives for topical use from november 2008 to (B)(6) 2009. In(B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), back pain ("back pain (sharp, persistent and severe)"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), libido decreased ("low sex desire") and arthralgia ("joint pain"). In 2010, the patient experienced palpitations ("heart palpitations") and night sweats ("night sweats"). In 2012, the patient experienced the first episode of rash ("rashes on stomach/ rashes on chest/ rashes around ears/ rashes on neck/ rashes"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("stomach pain (cramps)"), abdominal pain lower ("left side of lower abdomen pain"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck"), urticaria ("hives"), the second episode of rash ("random breakout on my body"), depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions") and pelvic pain ("pelvic pain"). The patient was treated with cyanocobalamin-tannin complex (b12), diphenhydramine hydrochloride;paracetamol, hydrocodone, ibuprofen and surgery (bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, back pain, abdominal pain, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, abdominal pain lower, allergy to metals, depression and pelvic pain had not resolved and the urticaria and the last episode of rash had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats, palpitations, pelvic pain, urticaria, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Reported as random red breakouts on body. Essure placement procedure: between approximately (B)(6) 2008 and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6) 2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("left tube perforation") and autoimmune disorder ("auto-immune symptoms") in a 40-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multi gravida, parity 4 (date of births: (B)(6) 1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006), contraception (condoms: (B)(6) 2008 to (B)(6) 2009) from 2008 to 2009 and appendicitis. Concurrent conditions included allergic reaction to analgesics. Concomitant products included contraceptives for topical use from (B)(6) 2008 to (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), back pain ("back pain (sharp, persistent and severe)"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), libido decreased ("low sex desire") and arthralgia ("joint pain"). In 2010, the patient experienced palpitations ("heart palpitations") and night sweats ("night sweats"). In 2012, the patient experienced the first episode of rash ("rashes on stomach/ rashes on chest/ rashes around ears/ rashes on neck/ rashes"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("stomach pain (cramps)"), abdominal pain lower ("left side of lower abdomen pain"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck"), urticaria ("hives"), the second episode of rash ("random breakout on my body"), depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions") and pelvic pain ("pelvic pain"). The patient was treated with dozol (tylenol [diphenhydramine hydrochloride,paracetamol]), ibuprofen, hydrocodone, cyanocobalamin-tannin complex (b12) and surgery (salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, back pain, abdominal pain, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, abdominal pain lower, allergy to metals, urticaria, the last episode of rash, depression and pelvic pain had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats, palpitations, pelvic pain, urticaria, the first episode of rash and the second episode of rash to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Reported as random red breakouts on body. Essure placement procedure: between approximately (B)(6) 2008 and (B)(6) 2009. Diagnostic results: essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: 180 lbs. Approximate weight at the time of essure placement: (B)(4) (units unspecified). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube perforation / malposition of device') and autoimmune disorder ('auto-immune symptoms') in a 40-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left side implantation was a little more difficult.". The patient's medical history included contraception (condoms: (B)(6) 2008 to (B)(6) 2009) from 2008 to 2009, multi gravida, parity 4 (date of births: (B)(6) 1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006), appendicitis, night sweats, localised tingling, foreign body in uterus, any part, fatigue, stomach cramps, bleeding menstrual heavy, menses irregular and depressed mood. *essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: 180 lbs. Approximate weight at the time of essure placement: 130 (units unspecified). Concurrent conditions included allergic reaction to analgesics, enlarged thyroid, anxiety and menses irregular. Concomitant products included lorazepam (ativan) for anxiety, escitalopram oxalate (lexapro) for depression as well as aluminium chloride (drysol) and contraceptives for topical use from (B)(6) 2008 to (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), back pain ("back pain (sharp, persistent and severe)"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), libido decreased ("low sex desire") and arthralgia ("joint pain"). In 2010, the patient experienced palpitations ("heart palpitations") and night sweats ("night sweats"). In 2012, the patient experienced rash ("rashes on stomach/ rashes on chest/ rashes around ears/ rashes on neck/ rashes"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("stomach pain (cramps)"), abdominal pain lower ("left side of lower abdomen pain/ cramping"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck"), urticaria ("hives"), skin eruption ("random breakout on my body"), depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain") and procedural pain ("mid pain and cramping during insertion"). The patient was treated with cyanocobalamin-tannin complex (b12), diphenhydramine hydrochloride;paracetamol, hydrocodone, ibuprofen and surgery (bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, back pain, abdominal pain, rash, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, abdominal pain lower, allergy to metals, depression and pelvic pain had not resolved, the urticaria and skin eruption had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats, palpitations, pelvic pain, procedural pain, rash, urticaria and skin eruption to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Reported as random red breakouts on body. Essure placement procedure: between approximately (B)(6) 2008 and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received,, new event procedural pain and new repórter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('left tube perforation / malposition of device') and autoimmune disorder ('auto-immune symptoms') in a 40-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "left side implantation was a little more difficult.". The patient's medical history included contraception (condoms: (B)(6) 2008 to (B)(6) 2009) from 2008 to 2009, multi gravida, parity 4 (date of births: (B)(6) -1995; (B)(6) 2000; (B)(6) 2008; (B)(6) 2006), appendicitis, night sweats, localised tingling, foreign body in uterus, any part, fatigue, stomach cramps, bleeding menstrual heavy, menses irregular and depressed mood. *essure confirmation test in (B)(6) 2009: dye test. Current weight as of (B)(6) 2017: 180 lbs. Approximate weight at the time of essure placement: 130 (units unspecified). Concurrent conditions included allergic reaction to analgesics, enlarged thyroid, anxiety and menses irregular. Concomitant products included lorazepam (ativan) for anxiety, escitalopram oxalate (lexapro) for depression as well as aluminium chloride (drysol) and contraceptives for topical use from (B)(6) 2008 to (B)(6) 2009. In (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced feeling abnormal ("brain fog"), fatigue ("fatigue"), back pain ("back pain (sharp, persistent and severe)"), abdominal pain ("severe and persistent abdominal pain"), mood swings ("mood swings"), abdominal distension ("bloating"), libido decreased ("low sex desire") and arthralgia ("joint pain"). In 2010, the patient experienced palpitations ("heart palpitations") and night sweats ("night sweats"). In 2012, the patient experienced rash ("rashes on stomach/ rashes on chest/ rashes around ears/ rashes on neck/ rashes"). On (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), abdominal pain upper ("stomach pain (cramps)"), abdominal pain lower ("left side of lower abdomen pain/ cramping"), allergy to metals ("allergic to nickel or any other component of essure/ hypersensitivity reaction to nickel or any other component of essure - soon after essure placed, around ears and neck"), urticaria ("hives"), skin eruption ("random breakout on my body"), depression ("depression/ caused /aggravated any psychiatric and/or psychological conditions"), pelvic pain ("pelvic pain") and procedural pain ("mid pain and cramping during insertion"). The patient was treated with cyanocobalamin-tannin complex (b12), diphenhydramine hydrochloride;paracetamol, hydrocodone, ibuprofen and surgery (bilateral salpingectomy, removal of essure coils and fluoroscopy). Essure was removed on (B)(6) 2015. In 2015, the abdominal distension had resolved. At the time of the report, the fallopian tube perforation, autoimmune disorder, feeling abnormal, fatigue, back pain, abdominal pain, rash, mood swings, palpitations, night sweats, libido decreased, arthralgia, abdominal pain upper, abdominal pain lower, allergy to metals, depression and pelvic pain had not resolved, the urticaria and skin eruption had resolved and the procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, abdominal pain upper, allergy to metals, arthralgia, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, feeling abnormal, libido decreased, mood swings, night sweats, palpitations, pelvic pain, procedural pain, rash, urticaria and skin eruption to be related to essure. The reporter commented: some of the stomach bloating resolved a couple weeks after the removal surgery, however, other symptoms had not resolved. She was not advised of any complications during essure removal. Reported as random red breakouts on body. Essure placement procedure: between approximately (B)(6) 2008 and (B)(6) 2009. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: pelvic pain, abdominal pain, rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2020: quality safety evaluation of ptc a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.